Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device because the patient has (B)(6).

Event description:
The patient was undergoing an abdominal aortic aneurysm coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, while advancing a pc400 through a px slim delivery microcatheter (px slim), the physician experienced resistance and the pc400 was unable to advance past 20 cm from the proximal end of the px slim. Therefore, the pc400 was removed and cleaned up. The physician then re-attempted to advance the same pc400 through the px slim; however, resistance was experienced again at the same point. The pc400 was removed and the procedure was completed using the same px slim, two non-penumbra coils, and three new pc400s. It should be noted that the physician reported using a rotating hemostasis valve and flushed the px slim after each coil. There was no report of an adverse effect to the patient.